Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year old male with post-cardiotomy cardiogenic shock was implanted with an impella rp flex for mechanical circulatory support. It was reported that the impella rp flex was being implanted for high risk of surgery, with left atrial appendage closure and aortic valve regurgitation. The 23 french sheath malfunctioned when the medical staff was removing the dilator. The sheath was replaced successfully, and no patient harm has been reported.

Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical issue has been completed since the original report was submitted. The device was not returned and not available for product investigation. The cause of the introducer damage-mechanical issue was not determined since product/images were not returned.